Manufacturer narrative:
Age at time of event: 18 years of age or over. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#:2134265-2013-03895 and 2134265-2013-03904. It was reported that during a percutaneous coronary intervention, mdu failed to pullback. Access was obtained via radial artery. The 90% stenosed lesion was located at the proximal end to middle of lad, with mild tortuosity. The ilab instl system 100v motor drive unit was used in conjunction with the coronary catheter intended to visualize the lesion. It was noted that during the procedure mdu failed to pullback and did not recognize the catheter. Auto pullback was attempted 2 times and the physician performed manual pullback. Mdu replacement was requested and completed the procedure without ivus. No complications were reported and the patient's condition is stable.